Event description:
There was a possible hole in the tubing made by the doctor with a "clamp" during insertion and an alarm sounded from the pump. The iab was removed and a second iab was inserted. (Event complications: none from the event - reported 7/1/98.) (Pt's current status: unk - reported 7/1/98.)